Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2011 with competitor products. Subsequently, patient was revised on (B)(6) 2014 due to an unknown reason. The cup was removed and replaced with a biomet cup. Patient was further revised on (B)(6) 2015 due to cup loosening. The cup, head, and stem were removed and replaced with competitor products.